Manufacturer narrative:
7/3/97-supplemental report #2 submitted to FDA. The second sentence in b5 which begins with "repotedly" was corrected.

Event description:
Reportedly, the suture broke five days post-operatively and the wound dehised.